Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following implantation of an intraocular lens (iol) the patient complained about seeing two images of a single object so that felt dizzy. The lens was replaced with another lens in a secondary procedure. Additional information was requested.

Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be confirmed. Iol (intraocular lens)returned adhered to the lid of a sealed plastic container. The iol is immersed in solution. Both haptics are intact. The optic has a solid piece of solution on the iol. Iol cleaned, optic intact after cleaning. We are unable to determine the root cause for the reported complaint. No damage observed to the product and a different model lens was implanted. The manufacturer internal reference number is: (B)(4).